Event description:
It was reported that a crack was found on the ureteral stent tubing upon opening the package. The procedure was completed with a stent replacement. As per follow-up information received from ibc on 16jan2023, stated that the crack refers to break but not bend.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The ureteral stent was returned without the original packaging. Photo samples were submitted which show a break in the body of the stent. Visual evaluation of the physical sample noted a separation on the body of the stent; the separation did not completely go through the stent, with no stretching or discoloration of the material. Though a specific cause for this event cannot be determined, a potential root cause for this event could be "inappropriate package design" as no patient involvement was reported the device was not used, however, is intended for treatment purposes. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and states the following: the inlay optima® ureteral stent instructions for use, baw7659454 revision 0, was reviewed and found to be adequate as it states: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a crack was found on the ureteral stent tubing upon opening the package. The procedure was completed with a stent replacement. Per follow-up information received from ibc on 16jan2023, stated that the crack refers to break but not bend.